Event description:
It was reported that during the first six weeks of healing in (B)(6) 2011, the leads twisted around each other and one of them had to be turned off. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).